Event description:
On dec 30, 2009, the lay user/pt contacted lifescan alleging the one touch ultra smart meter package contained expired test strips. The medical surveillance specialist was not able to contact the pt to obtain/clarify info. The pt said she bought a one touch ultra smart meter kit with test strips in 2009, which had expired test strips. It is unk whether she ran tests on her meter and whether what she did to manage her diabetes in accordance with meter readings after she bought the meter kit with the alleged expired test strips. She said, she tried to return the test strips to the store but the store refused the return. Then a week after, she bought the kit, she was allegedly semi-comatose, had a bladder and bowel infection, and was hospitalized for three days. She said that in the hosp, her blood sugar was tested with readings in the 400 range, then the 300 range and was given insulin. The pt says, she is in end stage liver failure and had severe symptoms related to liver failure but did not give complete details. The cause of the alleged expired test strips appearing in the kit is not known. Although details of the incident are unk, this complaint is being reported because the pt alleged her test strips were expired upon purchase, and suffered symptoms that may have been indicative of a serious diabetic injury and was given insulin in the hosp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.